Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) used sample without packaging and with forceps attached to the set was was received for evaluation. The set was decontaminated and visually evaluated. The tubing was detached from the venous chamber. All information associated with this event was submitted to the bloodline manufacturer. According to manufacturer's investigation, the defect was confirmed based on pictures that were provided. A review of the device history records for sl-2000m2095 from lot a2000295 was performed and indicated that there were no non-conformances, deviations, or exceptions during the manufacturing process of this lot related to the reported issue and all testing and product inspections were documented in compliance. In addition, no trends for the issue were identified. The potential root cause of the tube detachment on the lower portion of the chamber can be generated by a deformation on the assembly tube zone during the manufacture startup. The in process inspection control procedure was updated to add images of the failure mode. A quality alert was also created to notify personnel of the failure mode. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: during setup the bloodline separated below the venous chamber. There was no patient involvement.